Event description:
A remstar auto a-flex was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, foam particles were observed in the device assembly. Error code 84 (indicating an issue with the pca) and error code 93 was found in the device log history. The device was found to be contaminated with dust/dirt. The device was found to have a missing control dial button. The device was scrapped at the customer's request.